Manufacturer narrative:
A partial lead with the distal tip measuring 47.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right atrial lead was explanted and replaced due to lead dislodgement. The patient was stable post procedure and discharged.